Event description:
A malfunction occurred on a pump, triggered after an x-ray. Customer reported that blood glucose level did not exceed 500 mg/dl, indicating the pump issue did not adversely impact the blood glucose level. Despite the malfunction being resettable, the issue happened several times, leading to technical support deciding to replace the pump. Customer was informed about storing the pump for return and provided instructions for using the replacement. Replacement pump was sent with a requirement for signature upon delivery.